Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed as no log files were returned for evaluation. The account stated that the patient¿s arrhythmia caused diminished vad flow; however, a direct correlation between the device and the reported arrhythmia as well as the reported pleural effusion, renal dysfunction, and infection could not be confirmed. A direct cause for the reported pleural effusion and infection could also not be determined; however, the account attributed the patient¿s renal dysfunction to overly speedy initiation of a medication. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including cardiac arrhythmia, renal dysfunction, and infection (localized, driveline, pump pocket or pseudo pocket). Section 4 ¿system monitor¿ explains that the pulsatility index is a calculation that represents cardiac pulsatility, and describes that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. Section 6 ¿patient care and management¿ contains information on controlling infection, and also lists arrhythmia as a potential late postimplant complication. Heartmate 3 lvas patient handbook (rev. C): section 4 ¿living with the heartmate 3¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that the patient was diagnosed with a clostridium difficile infection on (B)(6) 2020. The patient also had left pleural effusion noted on (B)(6) 2020 and thoracentesis completed with 700cc of serous fluid drained

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had new onset ventricular fibrillation and ventricular tachycardia requiring aicd (automatic implantable cardioverter defibrillator) shocks possibly related to suction events. Amiodarone bolus and (intravenous dripping) gtt started. It was reported that the patient was resuscitated for the arrhythmia. Pleural effusion was noted on chest xray and left CT placed with pigtail. It was reported that the patient experienced renal dysfunction. The patient is with acute tubular necrosis (atn) related to re-initiation of entresto too quickly to mitigate the patient history of hypertension. It was noted that the patient had pleural effusion noted on chest xray on (B)(6) 2020. Repeat chest xray still with right pleural effusion. On (B)(6) 2020 right CT placed with pigtail. It was reported that the patient was having low flow alarms. The patient was briefly intubated for (transesophageal echocardiogram) tee, views showed very small lv (left ventricular) cavity and flattened septum. Fluid resuscitation provided with improvement. Speed was also adjusted to 5000 rpm. On (B)(6) 2020 the patient continued with low flow alarms and went into ventricular tachycardia/fibrillation (vt/vf) with ICD shocks. Again fluid bolus provided with amiodarone gtt and electrophysiology was consulted. Electrophysiology felt that the event may be related to milrinone and arrhythmogenicity from the milrinone and possible under filled lv with mechanical provocation. Arrhythmia resulted from diminish in vad flow. Arrhythmia was not sustained. Arrhythmia was a new onset symptom. No history of ventricular tachycardia (vt). The patient still has occasional vt. Milrinone is being weaned down to 0.125. Clinical is increasing entresto to be able to discontinue milrinone.